Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 250 after being disconnected from the pump during a shower, with no insulin delivery for an extended period, and tubing function was checked with observed drops; no dosage was stopped and the user reported correction doses delivered and planned continued monitoring. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no alerts, and user self-management with continued monitoring. Investigation included customer interview and troubleshooting education. Investigation of this case revealed that the device was functioning with insulin flow through the tubing, while the hyperglycemia occurred during a period of disconnection from therapy; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.